Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is confirmed. One unpackaged 0835-000 serial/batch number 180798 was received for investigation. The returned device was visually inspected, and it was found that the connector hole had a piece of a part inside. Many scratches were noted on the body of the device. No functional test can be performed due to the obstruction on the connector hole. The most likely cause for the reported failure is user error for applying excessive force during use.

Event description:
It was reported on 10/25/2022 by a sales representative via sems that an 0835-000 impactor pads threads broke off in the 1280-000 targeting guide. This was discovered during a case with no patient harm.